Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a reported missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, further contact was made with the patient's mother on (B)(6) 2018. The patient's mother stated upon removal of the sensor wire, she did not see the sensor wire present. She stated the patient cried and held the sensor insertion site, so she brought the patient to a clinician to have the site examined. It was indicated that the clinician did not provide medical treatment as they did not believe the sensor wire was retained in the patient's skin. No additional patient or event information is available.